Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up post implant procedure it was observed that a lead was exposed near the pocket wound site of the pg device. Infection was confirmed and system explant procedure was performed. No further patient adverse effects were reported. Given the system is not expected for return due to infection this event record is concluded. Should additional information be received, a follow up report will be submitted.